Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 0 mg/dl. Reportedly, customer administered too much insulin causing them to go low. Customer attempted to self-treat by bolus via pump, however; was treated intravenously with fluids of saline. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.